Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the reported damage to the backup battery compartment screw rings of the system controller was confirmed. The system controller, serial (B)(6), was returned for analysis. Analysis of the backup battery cover screw issue confirmed that the bottom right backup battery cover screw helicoil was removed from the screw hole preventing the screw from being threaded in. The controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A manufacturing analysis task was previously opened to further investigate the issue of the incorrect installation of helicoil. The manufacture date of heartmate 3 system controller (11sep20) dates prior to the creation of the manufacturing analysis task. The root cause for the reported event was determined to be an incorrect installation of helicoil which prevents the screw from forming a secure connection of the cover plate to the system controller. This issue is being monitored for similar events. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the backup battery compartment screw rings of the system controller were confirmed via submitted image. The heartmate 3 system controller (serial #: (B)(4)) was not returned for analysis and no log files were submitted regarding this controller. The submitted image of the backup battery compartment of the controller showed a damaged spring sticking out of the screw hole of the controller, confirming the reported event. Additional information communicated on 26jan2023 indicated that no products would be returning. The root cause of the reported damage was unable to be determined. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was in clinic for a routine emergency backup battery exchange. During the exchange, it was noticed that two screw rings to attach the back cover were damaged with a spring sticking out. The patient was stable; there was no alarms. A system controller exchange was performed.